Event description:
It was observed during the device inspection, that the rhino laryngo videoscope exhibited resin part of the image guide flexible pipe had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found the resin part of the insertion tube has fallen out. Based on the results of the investigation, it is likely that the combination of physical and chemical damage led to the resin of the insertion tube fallen out however a definite root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.